Manufacturer narrative:
(B)(4). Visual inspection of the returned device confirms that one of the spikes had fractured off. It was also noted that there are nicks and gouges on the part indicative of use. The device had been in the field for approximately 6 years 4 months. It is unknown how many times the parts had been used during that time. The DHR and receiving inspection report were reviewed and no deviations or anomalies were found. This device is used for treatment. The product history search for the alignment guide part and lot combination identified no other reported complaints. Surgical technique suggests that the adjustable im alignment guide should be set to a proper valgus angle and inserted into the distal femur before impacting the guide. A definitive root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the surgeon impacted the alignment guide in the patient's distal femur and one of the spikes broke off.